Event description:
It was reported to boston scientific corporation that a zero tip nitinol stone retrieval basket was used in a ureteroscopy procedure performed on (B)(6) 2010 (patient age, gender, and weight are unknown). According to the complainant, the basket would not advance from the sheath during the procedure, inside the patient's ureter. It is unknown if a stone was present in the device when the malfunction occurred. The procedure was successfully completed with another zero tip nitinol stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.